Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
During priming, it was noted that the priming solution was leaking from the side of the quart. The leakage was occurring at low pressure at the beginning of priming. The customer stopped using the device. It occurred before patient use. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) is aware of similar complaints from this product. Similar products, showing a similar malfunction. Maquet cardiopulmonary (B)(4) received the product back for manufacturer investigation. During laboratory investigation a tightness test was performed. There by leakage between housing and cover has been detected at the quart filter. Therefore the reported leakage could be confirmed. The failure is already known to the manufacturer and has been thoroughly investigated. The most possible root cause is the bad bonding between housing and the cover of the quart filter. Based on this no further action will be completed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).